Event description:
A report was received that the recently implanted patient had infection at the battery site. Symptoms included redness and swelling at the battery site. The physician believed that it was a skin infection that was not device or procedure related. The patient was prescribed with antibiotics. The patient was reportedly doing well with the antibiotics given.